Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-04413. It was reported that the patient had low voltage advisories on wall power and batteries. There was a tear on the mobile power unit cord that appeared to be cosmetic. There was also a tear in the white power cord right at the controller. Log file analysis captured some intermittent indications of a weak connection between the batteries and clips. A no external power alarm was also noted at (B)(6) 2021 at 9:20:17 where the power to the mobile power unit was briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the controller¿s white power cable was not confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. Additional information provided stated that no pictures of the reported damage were captured. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 05sep2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard and power cable disconnect alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu, the 14v batteries, 14v battery clips, the system controller, and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.